Manufacturer narrative:
The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Field adverse event problem code: 3191 selected for vessel spasms. Corrected field: date rec¿d by MFR, company representative was also a source of the report.

Event description:
During a procedure with the coronary diamondback orbital atherectomy device (oad), a dissection occurred. The patient expired after being transferred to the ICU. The target lesion was located in the left anterior descending artery (lad), which was completely calcified and visible without contrast. The oad was used in the lad for two treatments on low speed for 25 seconds each and two treatments on high speed for 25 seconds each. The oad sounded louder than expected, and imaging revealed a dissection in the lad in the area which had been treated by the oad. Balloon angioplasty was performed to address the bleeding, and two stents were placed over the dissection. After the dissection was resolved, no flow was noted distal to the two placed stents. A mechanical thrombectomy device was used to address the no flow . Some flow was restored, but flow was noted to be sluggish, and vessel spasms were observed. After use of the thrombectomy device, a second dissection was noted in the left main (lm) artery. A stent was placed to resolve the second dissection. During resolution of the dissections, the patient had a very weak ejection fraction and was stabilized using the following methods: the patient was intubated , and an echocardiogram was performed. The echocardiogram indicated blood was filling the pericardium, and a pericardiocentesis was performed. Cardiopulmonary resuscitation and defibrillation shocks were also administered during this time. A balloon pump was placed. The patient stabilized and was transferred to the ICU. The patient later expired.

Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Additional information has been requested, but has not been received. If additional information is received a supplemental report will be submitted. Csi ID: (B)(4).

Event description:
During a procedure with a coronary diamondback orbital atherectomy device (oad), a dissection occurred. The patient expired after being transferred to the ICU.